Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that an alliance syringe was used during an endoscopic papillary balloon dilatation. According to the complaint, during the procedure, the needle on the gauge ran down and was not reading accurately. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an alliance syringe was used during an endoscopic papillary balloon dilatation. According to the complaint, during the procedure, the needle on the gauge ran down and was not reading accurately. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. (B)(4) for the reported event of the gauge reading inaccurately. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual examination of the complaint device found the gauge needle had stopped at approximately 8 atms at normal atmospheric pressure, instead of 0 atms. The syringe assembly was tested with a test stopcock and was pressurized however the gauge started from 8atm therefore gauge readings would be incorrect. Pressurisation was stopped when gauge read 12 atm to avoid winding on/damaging the gauge internal spring mechanism. The event description was confirmed as functional testing noted that the gauge needle reading was incorrect. Based on the investigation results and available information, the most probable root cause of handling damage will be assigned to this complaint as it is most likely that the complaint was caused by handling of the device during procedure outside the patient. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.